Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an esophagectomy procedure, the surgeon uses a ½ inch penrose drain to retract the esophagus to avoid tension. The surgeon used the device to transect the penrose drain and there were malformed staples. Another device was used to complete the procedure. There was no patient involvement. On what tissue type was the device used? At what location on the tissue? Na. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. If echelon, during which stroke did the event occur? Na. What color cartridge was being used? Unknown. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? Na. Was the instrument fired across or near an existing staple line or clip? Na. Were any unexpected noises heard? Na. Were any of the forces higher or lower than expected (closing, firing, or opening)? Na. After use, did each of the triggers and buttons automatically return to their original. (Pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Na.